Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. The device was not returned for evaluation. A photograph was provided in which the tubing can be seen as broken. Without the benefit of analyzing the device, quality cannot confirm the root cause of the break. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures.

Event description:
According to the available information, the device was explanted and replaced due to a crack in the right-hand side tubing.